Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is experiencing high blood glucose. The blood glucose reading is 230 mg/dl. The drive support cap is loose. The insulin pump was hit against the washing machine. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked end cap, missing end cap sticker, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads. No loose drive support disk noted.